Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of an erroneous high result for 1 patient sample tested for gluc3 glucose hk (gluc3) on a cobas 6000 c (501) module. The initial result was 18.45 mmol/l. On (B)(6) 2018 the sample was repeated twice with results of 4.87 mmol/l and 4.90 mmol/l. The erroneous result was not reported outside of the laboratory. There was no allegation that an adverse event occurred. The gluc3 reagent lot number was 302853 with an expiration date of 30-apr-2019. The sample probe was replaced in (B)(6) 2018. The photometer lamp and reaction cells were replaced on (B)(6) 2018. Calibration and qc were acceptable. During a review of the reaction kinetics for the initial result, there were no signs of a disturbance. This means that much more sample material was transferred to the cuvette. A photometer check was ok. Since calibration and qc were acceptable both a general reagent and instrument issue are excluded. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
Precision testing was performed and was acceptable.